Manufacturer narrative:
Per customer, qc was within specifications before and after the event. System check performed on 4/5/07 passed. The specimen was collected in 13x75, lithium heparing tube and centrifuged at 3,500 rpm for 8 minutes. The samples run in insert cups were not re-centrifuged prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab on 4/13/07: the fse conducted diagnostic testing and results met specifications. The fse verified instrument performance per established procedures. The fse reviewed sample handling with customer. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system instrument. A pt sample was tested for accu tni from a primary tube and a result of 63.84ng/ml was obtained. The accu tni result was not reported out of the lab. The original sample was tested for accu tni from an insert cup on a different instrument in the customer's lab and a result of 0.11ng/ml was obtained. The customer then re-tested the original sample from an insert cup on the unicel dxc 600i synchron access instrument and accu tni result was 0.10ng/ml. The customer did not receive any report of pt injury, requiring medical intervention or change to pt treatment attributed or connected to this event.